Event description:
It was reported that a power on reset (por) was seen. The error code accompanying the por was unknown. Reprogramming was performed and the por was successfully cleared. The patient was reported to be alive with no injury at the time of report. It was unknown if there were any symptoms or complications associated with the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). (B)(6).